Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was noted during an olympus technician service visit to the user's facility; the subject device had experienced incorrect reprocessing. The air/water channel cleaning adapters had not be properly utilized during reprocessing. This event had no patient involvement.